Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, being three months post-cataract surgery with intraocular lens implants in both eyes. Following the first eye procedure, they experienced a sensation of partial blindness, with cloudy, foggy, and hazy vision resembling a dark cave or fog. Dark floaters worsened, and they noticed a white sheet-like object moving with their eye motion, along with dark streaks. The lens in the right eye was not the correct prescription, attributed to previous lasik surgery challenges. Various visual issues were noted, including a shadow on letters during reading, double or triple vision on dark screens at a distance, and what seemed like ghosting. Hypersensitivity to sunlight and bright lights, exacerbated vision problems at night, poor peripheral vision, and severe glare and halos, described as positive dysphotopsias, were reported. Halos around car lights appeared with large rainbows, while traffic lights were perceived as three times their actual size with intense glare, making driving challenging. The consumer also mentioned dry, scratchy eyes, pain after extended computer use, and headaches. This is a bilateral file, this file pertains to right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The root cause for the product investigation cannot be determined. The lens remains in the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the reporter (patient) that the lens in the right eye was not the correct prescription. Reporter indicated that the surgeon said this was due to having had prior lasik surgery they couldn't get it correct. Company does not provided medical advice; but had inquired if the customer has followed up with their ecp. The response from the consumer indicated that the ophthalmologist suggested a yag procedure, but together they were concerned the consumer may not be happy and ¿then it will be too late to easily remove them¿. The consumer also stated that ¿to correct the right eye having the wrong lens implanted , he would be lasik on that one again¿. Multiple follow up attempts were made for more information. No further information has been provided. If additional information or if the product becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).